Event description:
It was reported that the doctor had ¿2-3 other pumps that overinfused.¿ there was no device, patient, medication or date information provided regarding that statement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).